Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The image did not appear due to a faulty cable unit. There was no sense of switch depression for button two and three due to a faulty switchboard. The focus ring was worn/cracked and the rear cover labels were faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that 4k camera head was "broken." The image did not appear. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely the image no longer displayed because the cable was damaged due to user handling. The instructions for use (IFU) provides the following guidelines: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object.